Event description:
Three falsely elevated troponin I results of 1.19, 1.13 and 0.78 ng/ml were obtained on three patient samples. The results were reported to the physician who questioned the results. The samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was malfunction of the hm pump.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was malfunction of the hm pump. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.